Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a severe hypoglycemic event. At the time of the incident, the patient was sweating profusely. Although cgm values prior to the event were not specified, the patient recalled performing a fingerstick bg check, which showed a critically low value of 20 mg/dl. The cgm reading at that time was reportedly higher, but the exact value was not provided. Following the bg check, the patient lost consciousness. Emergency medical services (ems) were dispatched, and paramedics administered an unspecified form of glucose at the patient's home to stabilize her bg levels. During a follow-up call conducted by a technical support representative on 07/25/2025, the patient declined to provide any additional details regarding the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.